Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery due to the lens not fitting correctly in the patient's eye. The lens was cut into pieces to remove and there was no patient injury, no enlarged incision or sutures. A three piece lens was implanted. The reporter stated the event was due to a patient related issue and was not lens related.

Manufacturer narrative:
(No lens malfunction).